Event description:
It was reported that the ventilator's nozzle units were found broken. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by field service engineer (fse). The claimed issue was noticed by fse during inspection of the ventilator due repair of the another (not related) issue. According to received information in service report, the nozzle units were replaced. The device was delivered to the user in working condition. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. According to the manufacturer¿s specification the complete plastic nozzle unit must be replaced during preventive maintenance. It remains unknown, when the nozzle units were last replaced. The defective nozzle units were physically damaged, which was confirmed only by fse's statement, as photo of the damaged part was not provided. The device's logs were not provided for further analysis. The cause of the claimed issues in this customer product complaint has been determined. The issues were related to defective nozzle units.

Event description:
Manufacturer's ref. #: (B)(4).